Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated an alarm indicating high o2 concentration. Moreover, the ventilator was displaying other respiratory rate values than set. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator was tested during one hour with no changes in delivered values. It passed all functional and safety tests and was cleared for clinical use. No parts were replaced except expired backup batteries. Provided ventilator logs were reviewed. In the event log, the alarms for high o2 concentration and high respiratory rate could be confirmed. According to the test log, successful pre-use check was performed prior the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The root cause of the reported event has not been determined.